Event description:
The customer was hospitalized for high bgs and dka. The customer reported that during their hospitalization the pump was lost. The customer stated that they would not be released until they had a pump.